Event description:
During a ptca procedure, the maverick2 monorail catheter became stuck on another manufacturer's guide wire. The wire was cut for removal without incident. Another balloon catheter was used to complete the procedure.